Event description:
Customer reports red burning rash on face where pap nasal mask sits. The patient was seen by a physician and was prescribed antibiotic ointment. However, the patient discontinued use of the ointment as it exacerbated the skin irritation. In an attempt to alleviate the burning sensation, the patient switched to using regular vaseline, in which subsided symptoms.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). It is important to note that the customer intends to continue using the soclean device je reported an adverse event for (soclean 3). The customer also is in possession of a soclean 2 unit with a defective lid, which is being secured with a heavy object despite being advised to discontinue the use. The customer owns two soclean devices with no intent to return them despite being offered an RMA. The required term/code for this report was unavailable. Since the customer did not return their device, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead.